Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and could not confirm the reported issue. The carrier com express board was replaced. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported a loss of mechanical ventilation during a case. The unit was restarted and case resumed. There was no report of patient injury.